Event description:
It was reported that the device was used during a laparoscopic colon resection. The device fired an incomplete staple line. Case was completed with hand suture and the patient received an artificial anus.